Event description:
It was reported while using an unspecified bd syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, prior to injection, she has found "lint" and what looks like a "small thin piece of plastic" on the needle tip. Stated was not able to use syringe stated, it happened a couple of times box was discarded and syringes were discarded therefore consumer could not provide any product information.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.